Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented via remote transmission with episodes of non-sustained ventricular oversensing. The clinician was concerned of a possible vt or svt rhythm. The patient was asymptomatic during the episodes. An inverse ventricular morphology to the patient's presenting rhythm, and nsvo episodes resulting from functional undersensing due to competitive atrial pacing were noted. Programming changes were discussed. Subsequently, the decision was made not to make any changes and to monitor the patient. The patient is stable.